Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridges were used? Was buttressing material used? Were any issues noted with staple form throughout care of patient? What was the approximate blood loss? Was the site of the bleeding identified?

Event description:
The doctor reported that the patient had bleeding with the need for transfusion. Patient has been discharged from hospital.